Manufacturer narrative:
Additional information added to h3, h6 and h10 h3: the actual sample was not available however, three pictures were provided for investigation. The visual inspection of the three provided photos observed a crack in photo one and only the product label and the product barcode were visible in photo two and three. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a u9000 during treatment. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.